Manufacturer narrative:
For the reported event, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. To resolve the reported issue, the compact block was replaced.

Event description:
This report summarizes 1 malfunction event. A review of the event indicated that model adu-98 anesthesia gas machine experienced a malfunction resulting in a leak causing a complete loss of all ventilation modes. The reported event did not involve a patient.